Event description:
Refer to MFR report # 2183959-2012-03021. It was reported by the plaintiff's attorney that the plaintiff was implanted with an sparc mesh product on or about (B)(6) 2010, to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion of her internal bodily tissue, worsening dyspareunia, significant mental and physical pain and suffering, hardening, recurrent incontinence, and permanent injury. On or about (B)(6) 2011, the plaintiff required additional surgery for the mesh products.

Manufacturer narrative:
Lawyer - filed report - (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.